Event description:
It was reported that bd alaris smartsite gravity set had flow issues the following information was received by the initial reporter with the following it was reported by customer that experienced difficulty administering IV medication through the distal smarsite port of the IV.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 47177e and lot# 25055623 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30may2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.